Event description:
The customer reported that the scope had a damaged positioning pin. The issue was found during maintenance. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the guide screw was broken. It was also found that the tube was tilted and the image was blurry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, root cause of the reported damage is consistent with excessive mechanical force caused by a shock or fall. However, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.